Event description:
Customer reports obtaining a blood glucose result of 168 mg/dl, and then reported symptoms such as eye pain, diarrhea, and trouble with swallowing. Customer's mother took the customer to the emergency room, where a glucose result of 385 mg/dl was obtained upon arrival on an unk brand of meter. 12 units of insulin and unk intravenous treatment were administered in order to stabilize glucose levels.

Manufacturer narrative:
The customer's products have been requested back for investigation.